Event description:
It was reported that the programmer booted up to an error code. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment that the programmer booted to an error code and also noted that information was unable to be retrieved and the hard drive was saved, replaced and reimaged and the software reloaded. Analysis also found that the electrocardiogram connector on the link electronic module board was loose and therefore the board was replaced and calibrated, and that the tabs on the power cord bay door were broken, the keyboard latch was broken, the upper case handle was broken and the system fan was noisy. All were replaced to resolve. Product ID: 229047 software analyzer. (B)(4).